Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet charging pad was not charging, and the user had been using a third-party charging pad while a replacement charging kit was arranged. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. Customer care provided support that included basic troubleshooting and education with confirmation of shipping details for a replacement charger. Investigation of this case revealed a suspected malfunction of the charging pad, consistent with a power/charging accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction unrelated to patient physiology.